Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity, and race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the system. While onsite, the fse performed routine alignments and cleaning. Additional proactive service included replacement of tubing and sample probe. The system was verified with system check, high sensitivity (hs) system check, and a precision run for each level access accutni+3 quality control (qc). All verification testing passed within published instrument and assay performance specifications. There is insufficient evidence to reasonably suggest any of the service activities performed by the fse were related to the non-reproducible access accutni+3 result as parameters of system check, calibration and qc were performing within assay and instrument specifications prior to the service visit. Additionally, a malfunction of the serviced parts would cause systemic failures which have not been reported in this event. In conclusion: the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(6) 2017 to report generating a non-reproducible elevated troponin I (access accutni+3) result for one patient on the laboratory's access 2 immunoassay system (serial (B)(4)). The initial elevated access accutni+3 result was above the customer's reference range for the assay. The sample was repeated on the same access 2 immunoassay system and a negative result, within the customer's established normal reference range, was generated. The initial elevated access accutni+3 result was reported outside of the laboratory and the patient was placed on heparin therapy. There was no report of additional change or impact to patient care or treatment in association with this event. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The customer did not provide sample collection and handling information such as sample type, centrifugation speed and time. No issues with sample integrity were reported.